Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). An analysis of the data logs from the reported event has been performed. It revealed that a communication error has been detected in the software, during an automatic scan for the contactless registration, due to the distance sensor cable being pinched. It prevented the robot arm to move freely. The robot arm worked as expected.

Event description:
Company field service engineer (fse) was present for an rns case. The surgeon had 2 trajectories planned unilaterally. The patient was positioned supine with a right head tilt to the head. The surgeon was holding the pedal to complete the automatic scan during registration. The thicker part of the laser wire was caught between joint 5 of the robot arm and the interphase plate, which is when the communication error occurred. Rosa went through her shut down procedure. The shutdown delayed the case less than 10min. The shutdown occurred around 08:50 and the case resumed around 08:56. There were no other shut down occurrences during the remainder of the case.